Event description:
It was reported that a patient with muscle stimulation was presented in clinic for routine follow-up. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
(B)(4).